Event description:
A peritoneal dialysis (pd) home patient (hp) contacted baxter technical service to request assistance in ending his peritoneal dialysis therapy session on the homechoice (hc) cycler because he has a very bad peritoneal infection and stated it is too painful to perform therapy on the hc. The hp stated he will do manual pd therapy tonight. No further information was received at the time of the call. On (B)(6) 2011, baxter product surveillance spoke with the patient's pd nurse (pdn) who confirmed that the patient had a recent episode of peritonitis. The pdn stated that the peritonitis was unrelated to a baxter product and declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter. Reviews of manufacturing records for potentially associated lots revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.